Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental.

Event description:
On (B) (6) 2009, the primary surgery was performed using small xia for scoliosis and an elongation surgery was scheduled on (B) (6) 2010. On (B) (6) 2010 (approx date), the pt complained of pain and underwent x-ray. Then, it was found that the both sides of the rods fractured. On (B) (6) 2010, the pt is scheduled to be revised which the titanium alloy rods will be replaced with the vitalium rods and also two transverse connectors will be added. (The implants to be removed will be available for eval. We will ship them to the plant as soon as we received it after decontamination).